Event description:
The customer reported a falsely elevated creatinine2 result generated by the architect c8000 processing module for a 17-year-old male patient. The physician questioned the result, and the same sample was retested, yielding results within the normal range. The following data was provided: reference range: 61.0 to 97.2 mol/l. Sid (B)(6): initial creatinine2 result = 365.6 mol/l, repeat results= 70.4 to 74.8 mol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.